Manufacturer narrative:
The sample was returned from the sterilization. Unfortunately, the sample has not been adequately sterilized. Due to the circumstances, we must send it again for resterilization. The result of this investigation is still pending.

Event description:
1cm section of PICC @ 20cm broken. Noted blood backflow in IV fluids tubing during diaper change/assessment at 0200. Assessed PICC site and noted fluid and blood leaking at site under dressing and catheter cracked. Stopped fluids, applied pressure to site and notified miranda bingle, np who came to bedside and assessed. Miranda bingle, np removed PICC. Per miranda bingle, np, noted a 1 cm section at 20 cm that had broken off.

Manufacturer narrative:
The sample is still in decontamination process and has not been returned for evaluation. The results of this investigation is still pending.

Event description:
1cm section of PICC at 20cm broken. Noted blood backflow in IV fluids tubing during diaper change/assessment at 0200. Assessed PICC site and noted fluid and blood leaking at site under dressing and catheter cracked. Stopped fluids, applied pressure to site and notified (B)(6), np who came to bedside and assessed. (B)(6), np removed PICC. Per (B)(6), np, noted a 1 cm section at 20 cm that had broken off.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
1cm section of PICC at 20cm broken.

Event description:
1cm section of PICC @ 20cm broken. Noted blood backflow in IV fluids tubing during diaper change/assessment at 0200. Assessed PICC site and noted fluid and blood leaking at site under dressing and catheter cracked. Stopped fluids, applied pressure to site and notified (B)(6), np who came to bedside and assessed. (B)(6), np removed PICC. Per (B)(6), np, noted a 1 cm section at 20 cm that had broken of.

Manufacturer narrative:
One sample was received for investigation the catheter showed plaster residues and partially large fibrin residues, especially around 13.5 cm) and 15 cm. The 20 cm marking shows severe adhesive residue but no defects even after cleaning this area. The catheter tube is flushable. No leakage was detected even when the catheter was bent toward the extension line connection. The catheter is air and fluid tight. A microscopic step-by-step examination did not show any defects. A review of the batch history records for 8080362, 8104096 and 8131566 was performed, and no deviations were found. The batches complied to its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. There were five additional complaints for batch 8131566, and one additional complaint for batch 8080362 and no additional complaints for batch 8104096. There were two additional complaints about the fractured catheter in code 4g07125203 within the last three years. Corrective action: based on vygon germany's investigation, no defects were found in the returned sample, therefore, no further corrective action will be initiated at this time.